Manufacturer narrative:
Visual inspection; risk assessment. The customer reported event of a device deformation was confirmed via the correspondence with the stryker sales representative. The device in question was not received back, so additional testing could not be performed to aid in root cause analysis. The root cause of the customer reported event could not be determined conclusively.

Event description:
It was reported that the one piece iliac screwdriver's distal tip broke off while placing an iliac bolt.

Event description:
It was reported that the one piece iliac screwdriver's distal tip broke off while placing an iliac bolt.